Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported feeling dizziness, lightheadedness for several months and also had one episode of chest pain that resulted in a visit to the emergency room visit. The right ventricular lead had high impedance, was oversensing noise, was unable to sense in unipolar or bipolar and had no capture. The lead was programmed off. A fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.